Event description:
The pt was treated with juvederm ultra to the nasolabial folds and lips. Five days after treatment, the pt presented with erythema, edema and pain. The physician diagnosed infection to soft tissue at right chin and mandibular region.